Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they alleging possible insulin pump was under delivery. The customer blood glucose level was 210 mg/dl at time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also treated with syringes. Customer reports they feel okay to troubleshooting. Trouble shooting was not performed for under delivery. It was also stated that then drive support cap was normal. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.